Manufacturer narrative:
Sample not received. The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the arctic sun device had no flow or inlet pressure. System hours were 3835, pump hours were 3310, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Failed circulation pump, they requested quote for 2000-hour service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow or inlet pressure. System hours were 3835, pump hours were 3310, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Failed circulation pump, they requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow or inlet pressure. System hours were 3835, pump hours were 3310, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Failed circulation pump, they requested quote for 2000-hour service.